Event description:
A malfunction alarm was reported by the customer, with no notable events occurring prior to the incident. The malfunction code displayed was malf 12, which was resettable, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Corrective action involved technical support assisting the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.